Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during use. The home patient (hp) stated that the patient's transfer set was leaking fluid on her bed. The technical service representative (tsr) advised that the hp would need to end therapy and the hp needed to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The hp contacted product surveillance regarding the leak from the transfer set. The hp stated that she has been using peritoneal dialysis for less than a month. The hp said that she had not used a tool to open or close the transfer set. The hp stated that she had not experienced difficulty with opening or closing the transfer set. The hp stated that the line may have had a crack in it. The hp sent the transfer set in for evaluation. The hp stated that her transfer set was replaced and she has been able to perform peritoneal dialysis with no difficulties. The hp did not know the lot numbers. No patient injury or medical intervention was indicated. No further information was provided